Manufacturer narrative:
(B)(4).the insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer's mother reported that the insulin pump was cracked on the inside and outside. The blood glucose reading was not known. Nothing further was reported.